Manufacturer narrative:
The failure for heat was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. Upon disassembly for visual inspection, the technician confirmed the bearings were corroded and brinelled. The drill was repaired and returned to stryker stock.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay. No medical intervention and no adverse consequences were reported.